Event description:
Per customer's statement on repair authorization form " trigger getting stuck and continually spraying liquid nitrogen freezing". Reference repair order:(B)(4). Ref e-complaint - (B)(4).

Manufacturer narrative:
Reference e-complaint (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The evaluation revealed the main valve body was dirty with foreign material/particulates. The source of the material is external to the device assembly. This unit was manufactured in 2017 and in service since then. When a bottle is depleted of liquid nitrogen it needs to be re-filled via a dewar, an intermediate container. This container needs to be maintained clean. If not, particulate matter accumulates and is transferred to the bottle when the ultrafreeze unit is filled up. When the device is used this particulate is taken up through normal operation and deposits inside the main valve body. The root cause for this complaint condition is end user handling error. Correction and/or corrective action: the unit's main valve was cleaned out confirmed to operate to specifications. Once complete, the unit was returned to the customer under warranty. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Per customer's statement on repair authorization form " trigger getting stuck and continually spraying liquid nitrogen freezing". Reference repair order: 91656. (B)(4).